Event description:
A hta pro cerva procedure set was used during a hysteroscopy procedure. According to the complainant, approx 5 mins into the procedure there was a fluid alarm. The procedure was aborted. Follow up info received on september 04, 2009, confirmed that there was a cervical leak. The physician confirmed that the pt did not suffer from any burns. The procedure was not completed due to this event and there were no pt complications reported.

Manufacturer narrative:
The lot number is not known, therefore, device mfg and expiration dates are not known. These codes were selected by the MFR based on info provided by the user facility. The complainant indicated that the device has been disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant info is received, a supplemental medwatch will be filed. (B) (4).